Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, intuitive surgical inc. Reported to technical service engineer (tse) the force bipolar instrument jaws closed and was not able to reopen. The representative noted the user was able to use the master tool manipulator (mtm) to get the instrument jaws to open and they have removed the instrument. The customer used a backup instrument to resolve the reported issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on the tissue. The procedure was completed robotically with a new instrument. The procedure was completed robotically with a new instrument.